Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges he was in the wheelchair in his home when the anti tip mounts sheared off causing the chair to fall backwards. The customer stained a cut requiring stitches.